Event description:
A surgeon reported that the system displayed a system message during the irrigation and aspiration portion of a vitrectomy procedure, and was unable to use the intraocular pressure control. The procedure was completed and there was no pt harm. No add'l info is expected for this report.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).